Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a patient became cyanotic while using a ventilator. No permanent harm or injury occurred. The device was returned to the manufacturer for evaluation. The device passed all testing and was found to operate and alarm as designed.

Event description:
The manufacturer received information alleging a patient became cyanotic while using a ventilator. No permanent harm or injury occurred. The manufacturer is currently investigating this event and a follow-up report will be filed when the investigation is complete.